Manufacturer narrative:
It was noted that the side rail was not raised and locked at the time of the event. The device inspection revealed no malfunction. The citadel bed was functioning according to the manufacturer¿s specifications. The side rails operated correctly and could be securely locked in the raised position. The decision to use side rails depends on various factors, including the patient's risk of falling. In this case, it was reported that the patient was immobilized, and therefore the nurse did not expect the patient to fall from the bed. The citadel bed frame system instruction for use (IFU, 830.213 rev.14) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ arjo device did meet its specification since no malfunction that could lead to patient fall was found. The bed was in use by a patient, so from that perspective it played a role in the event. The complaint was assessed as reportable due to the allegation that the patient fell out of bed.

Event description:
Arjo was informed about a patient¿s fall from a citadel bed. It was reported that the side rail was not raised and latched, and the patient rolled over and fell out of the bed. A nurse stated that the patient was immobile and could not understand how the fall occurred. No injuries were reported.